Event description:
It was reported that the whisper guide wire was used in a long case and the guide wire had been maneuvered quite a bit during the case. After the case was completed, the guide wire was retracted from the anatomy. Outside the anatomy, residue was noted on the guide wire introducer and coating was noted to be scraped from the proximal part of the guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The teflon coating was noted to be scraped, which is likely the damages reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.